Manufacturer narrative:
This medwatch report is regarding the patient¿s death. The driveline infection referenced in this section will be reported under medwatch MFR. Report # xxxxxxxxxxxxxxx ((B)(4)). Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 11 months. The pump will not be returned for evaluation as it was not explanted, and no autopsy was performed per the family¿s request. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. The vad coordinator from the implanting center reported that a call was received from nursing home staff on 03/25/2017, and that the staff reported intermittent, low flow alarms that occurred while the lvad was connected to the power module. At the patient¿s request, the nursing home staff had exchanged the system controller due to alarms. It was reported that the lvad clinicians at the implanting center suspected driveline compromise. Later on 03/25/2017, the vad coordinator reported another call from the nursing home staff stating that the patient had expired. It was reported that the patient had been sitting on the side of the bed when the nursing home nurse exited the room. When the nurse returned, the patient was lying across the bed, and had already expired. The vad coordinator stated that it was unclear if the alarms heard when the patient expired were produced by the lvad or the wound vac. The vad coordinator reported that over the previous several months, the patient¿s health declined secondary to driveline infection that occurred on (B)(6) 2016. The patient had at least 4 readmissions after the driveline infection diagnosis. On (B)(6) 2016 the patient underwent a washout procedure, and a wound vacuum was placed for the infection. It was reported that in the few months prior to death, the patient started showing some heart failure symptoms. On 03/27/2017, a log file from the system controller that was supporting the patient at the time of death was submitted. The log file was reviewed by the manufacturer¿s technical services representative, and the file mostly consisted of low flow alarms. No speed decelerations less than the low speed limit were observed.

Manufacturer narrative:
The pump was not explanted and therefore not returned for evaluation. The report of multiple low flow alarms was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a correlation between the device and suspected percutaneous lead wire damage could not be conclusively determined. The log file, dated (B)(6) 2017 contained approximately 30 hours of data and captured consistent low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. Despite the observed alarms, no atypical events were recorded and the pump operated above low speed limit for the duration of the log file. The pump appeared to be operating as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.